Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, a 23 mm trifecta valve was successfully implanted. On (B)(6) 2016, the patient presented with severe dyspnea and an echocardiogram noted severe aortic valve insufficiency due to valve leakage. On (B)(6) 2016, the valve was explanted and replaced with a 21 mm edwards magna ease valve. The patient is reported to be recovering.

Manufacturer narrative:
(B)(4). The results of this investigation concluded a tear was observed along the base of cusps 2 and 3. Circumferential fibrous pannus ingrowth was observed on the inflow side, which extended to the base of all three cusps. Fibrous pannus ingrowth was also observed focally on outflow side, at the base of cusps 1 and 3. No inflammation or significant calcifications were observed. No evidence was found to suggest the cause of the cusp tears and pannus was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.